Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) female patient, the device inappropriately shut down and issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through current testing, visual inspection of the battery pins, and shock testing at various energy levels with no discrepancies found. The device was recertified and returned to the customer. Review of the device activity logs indicated that when the device was turned on, it was being powered with battery only. Low battery and shutdown warning messages were observed within 11 minutes of the case. A last powered off event entry idicated that the device shut down as the battery capacity dropped below the minimum allowed threshold. After powering the device back up, the device analyzed the patient and recommended a shock. In addition, the battery being used during the event required calibration which means the indicator would not reflect the capacity of the device. The 2015 suspect battery used at the time of the event is not available for evaluation. Analysis of reports of this type has not identified an increase in trend.